Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the tubing leaked at the 3-way stopcock during use. No adverse effects to user or pts reported.